Manufacturer narrative:
The unit have been checked, the handpiece is getting hot. Possibly the psoc board, no other fault found.

Event description:
While using a g310 scaler, the insert tips were getting hot and there was good water flow. The event outcome is unknown as of this MDR.